Event description:
It was reporter that the surgeon inserted an aa4203tl toric silicone piece lens and the lens tore. The lens was cut into pieces to remove and there was no patient injury. The lens was discarded by the facility. A back up lens was implanted.